Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics due to a low blood glucose reading of 40 mg/dl. The customer also reported a failed battery test alarm after inserting the wrong type of battery in the insulin pump. Verified that the insulin pump was programmed correctly. Nothing further was reported.